Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the maxzero needleless connector leaked when connected to the syringe. The following information was provided by the initial reporter: "we have started up again with a trend of leaking mz 1000-07¿s. This time, we are seeing the leaking occur when the claves are connected to our 3 ml syringes and are being used with piv¿s not PICC¿s. As you know, this is concerning because these line set ups are being used to administer medications. When leaking occurs, we are then uncertain if all of the medication reached the patient. What¿s interesting is that when we test with a 10 ml syringe, the leaking stops."

Event description:
It was reported that the maxzero needleless connector leaked when connected to the syringe. The following information was provided by the initial reporter: "we have started up again with a trend of leaking mz 1000-07¿s. This time, we are seeing the leaking occur when the claves are connected to our 3 ml syringes and are being used with piv¿s not PICC¿s. As you know, this is concerning because these line set ups are being used to administer medications. When leaking occurs, we are then uncertain if all of the medication reached the patient. What¿s interesting is that when we test with a 10 ml syringe, the leaking stops."

Manufacturer narrative:
H.6. Investigation: 5 used maxzero connectors and a 3ml syringe were received and investigated by our quality team. All connections were tested with the provided syringe and all leaked even under low levels of applied pressure. This issue has been escalated and treated with great urgency. In a parallel investigation, there were also 10 mz1000-07 ordered and tested with all syringes - 10 unused and 2 returned. Every one of these combinations leaked. The investigation found that the syringes were the culprit, rather than the mz, as the mz would not leak with other syringes. There were several samples sent for cae (computer aided engineering) analyses investigation in durham, nc. The CT scans conducted there found a leak path within the 3 ml syringe/mz connection, caused by an abnormal bump in the syringe luer wall. Functional testing and advanced scanning shows there are no anomalies or problem with the mz returned or ordered. The testing did find a molding anomaly with the 3 ml syringes, both returned and ordered, and the plant is conducting a further investigation. The samples tested here in vernon hills are being sent to the manufacturing location for further investigation. A device history record review could not be performed because a lot number was not provided by the customer. H3 other text : see h.10.